Event description:
Reported discrepant sars result for 1 consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they tested negative 3 times with other brands before testing positive with quickvue otc. No additional confirmatory testing had been completed.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.